Event description:
It was reported that during a routine changeout, high impedance was noted on the superior vena cava (svc) lead coil. The defibrillator lead could not be explanted. But a new defibrillator lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Performance data collected from the device was analyzed and revealed high resistance/impedance, with 2 - patient alerts for svc(hvx) lead z on (B)(6) 2012 03:00:03 and (B)(6) 2012 03:00:03. The weekly high voltage measurement log data shows a spike increase for max svc = 70 to 304 ohms peak between (B)(6) 2012 and (B)(6) 2012, then returning to 68 ohms on (B)(6) 2012.